Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: "during the time of calibration in the service software tf 231005 occured, and the inspiration valve leak issue. But in the ventilator , the machine is working in good condition without error."